Manufacturer narrative:
(B)(4).

Event description:
An article titled complex sleep-disordered breathing after vagus nerve stimulation: broadening the spectrum of adverse events of special interest¿ reported that two patient's experienced sleep-disordered breathing with vns stimulation. The first patient's sleep disordered breathing is captured in MFR reference # 1644487-2021-00137. The second patient's sleep disordered breathing is captured in this MDR, MFR reference # 1644487-2021-00136. The article reported that after the second patient's output current was changed, the patient's mother reported that he had recurrent nocturnal abnormal noises. The patient had excessive daytime sleepiness. Nocturnal monitoring showed severe sleep apnea with oxygen desaturation and catathrenia-liek sound both in rem and non-rem sleep. A sleep endoscopy found that during vns off time glossoptosis (abnormal placement of tongue during sleep) and paresis of the left side of the larynx and ipsilateral vocal cords. During on time, patterns vocal cord and pharyngeal movement suggestive of both obstructive and central sleep apnea were observed. Reduction of settings lead to only partial resolution of symptoms, so CPAP was used to successfully treat the sleep related aes for the patients.